Event description:
Contact reported an occlusion alarm; however, customer was not available at the moment for further troubleshooting. There was no adverse impact to the customer¿s blood glucose level. Attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.